Event description:
It was reported to gore that a pt underwent an incisional hernia repair on (B)(6) 2009, where a "gore mesh" was used. On (B)(6) 2010, it was further reported that a portion of the gore mesh was removed during a re-operation to treat a wound infection. Additional event specific info was not provided.

Manufacturer narrative:
Method: device not returned for eval and lot# info is unk, review of info provided by reporter and user facility. Device ID and lot number info was not provided, therefore, a review of quality records could not be performed. The device was not returned for eval, therefore, a direct product analysis could not be conducted. Based upon the available info, the exact cause for the reported event cannot be determined, but there is no available evidence that the reported event was related to a product malfunction or defect. F/u communication with the user facility confirmed that there has been no allegation of device deficiency. The device was removed during a re-operation to treat a wound infection. Infection is a well known risk with surgery and is identified within the instructions for use as a possible adverse reaction with the following statement, "possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." All available info has been placed on file for use in tracking, trending and f/u.